Event description:
It was reported that the patient complains of lack of rotation and occasional swelling. Patient will be following up with his surgeon.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.